Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error, poor aseptic technique. A batch review was performed for the potentially associated lot numbers (h10k12035, h10j26052). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from (B)(6) of a patient who made mistake/touch contamination/did not wear mask/break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unreported date, the patient made a mistake/touch contamination/did not wear a mask/break in aseptic technique. On (B)(6) 2011, the patient experienced abdominal pain and was diagnosed with peritonitis. The patient was not hospitalized. The patient was treated with vancomycin ip, 2 gm (start/stop dates unknown). At the time of this report, the patient was recovering from the peritonitis. The outcome for the patient made mistake/touch contamination/did not wear mask/break in aseptic technique was not reported. Dianeal therapy was ongoing. The nurse reported the peritonitis was not related to dianeal pd4 ambuflex therapy and was related to a break in aseptic technique. The causality for the event of patient made mistake/touch contamination/did not wear mask/ break in aseptic technique was not provided.